Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came for a routine clinic visit. The patient's white power lead was connected to the power module and the black power lead was still connected to battery power and the pump stopped, then restarted. Both power leads were then connected to the power module and the pump stopped, then restarted again. The pump stopped a third time as the hospital staff was preparing to exchange the system controller. The system controller was exchanged without incident and the pump appeared to be functioning. The percutaneous lead was evaluated by the manufacturer's technical service representative and a decision was made to repair the percutaneous lead. The distal end of the percutaneous lead was replaced. The patient was discharged to home and remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.